Event description:
A pt reported experiencing inaccurate high results with a otbe meter. The pt's blood glucose results were 221mg/dl(meter), 130mg/dl (lab). Tests were done within 21-30 mins with a difference of 90%. Pt did not experience any adverse events. No further info has been reported.